Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that he received erroneous results when testing with two different test strip lot numbers on his coaguchek xs meter (unknown serial number). The specific date of the event is not known. The date was in late (B)(6) 2018. This medwatch will apply to the second unknown test strip lot number. Please refer to the medwatch with patient identifier (B)(6) for information related to the first unknown test strip lot number (affected by recall). This patient tested a sample using the meter with the first test strip lot number, resulting with a value of 4.2 inr. At an unknown time, the patient tested a sample using the meter with the second test strip lot number, resulting with a value of 4.2 inr. At an unknown time believed to be within 7 hours of the meter tests, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.7 inr. The meter result was reported to the doctor's office and the laboratory result was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.